Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 7 bd micro-fine¿+ pen needle were unable to inject insulin. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: there were 7 needles and insulin liquid could not be injected in 2 boxes respectively. The customer thought that the needles were blocked, and one package was thrown away.

Event description:
It was reported 7 bd micro-fine¿+ pen needle were unable to inject insulin. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: there were 7 needles and insulin liquid could not be injected in 2 boxes respectively. The customer thought that the needles were blocked, and one package was thrown away.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 7 bd micro-fine¿+ pen needle were unable to inject insulin. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: there were 7 needles and insulin liquid could not be injected in 2 boxes respectively. The customer thought that the needles were blocked, and one package was thrown away.

Manufacturer narrative:
H6: investigation summary customer returned 5pcs samples contains 2pcs used and 3pcs unused, 4 of them are 31gx5mm pen needle form lot# 9283916, sample# 1 is confirmed not bd suzhou product. Sample# 1 have been checked product appearance by microscope both cannula of patient end and non-patient end cannula are bent, cavity number a54 is not bd suzhou cavity number. The hub also different with bd suzhou. Sample# 2 have been checked appearance by microscope patient end is normal and non-patient end is bent. 3 unused samples have been test on clog test, no clog defect found, all result meet product specification. DHR was reviewed and no qn found. Base on investigation above, the certain cause cannot be concluded at this time. Bd was able to confirm the customer¿s indicated failure mode. H3 other text : see h10.